Event description:
A pump alarm was reported, specifically alarm 20, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support assisted the customer in attempting to load a new cartridge; however, the alarm recurred, preventing successful resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer switched to a backup method of insulin delivery.